Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during low anterior resection / double stapling, he surgeon tried to clamp the tissue ,however could not close the tip of the jaws. The surgeon said the tissue was not thick. Replaced by new reload, however the same event occurred. Replaced by a new cartridge, the surgeon could clamp the tissue and fired the device successfully. The event occurred in use for patient. The procedure was completed with another device. The status of the patient: no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.